Event description:
It was reported that a patient mentioned having the electrodes revised recently, but the caller did not know when the revision occurred or why they were revised. It was noted that the caller requested compatibility guidelines for brain MRI for acoustic neuroma.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 355029, lot# n114528, implanted: (B)(6) 2007, product type: accessory. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).